Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 121.0, 130.0, and 137.5 cm from the proximal end. The heat shrink tubing was placed on the pusher assembly mid-joint. The inner diameter (ID) of the introducer sheath was measure and found to be within specification. The outer diameter (od) of the pusher assembly mid-joint was measured and found to be within specification. Conclusions: evaluation of the returned smart coil revealed that the device was able to advance within its introducer sheath with some resistance. During the initial advancement of the pusher assembly through its introducer sheath, resistance was encountered. However, the pusher assembly was able to be advanced through its introducer sheath and a demonstration microcatheter with added resistance as the pusher assembly kinks were being advanced through the introducer sheath and microcatheter. The ID of the introducer sheath and the od of the pusher assembly mid-joint were measured and found to be within specification. The root cause of the initial resistance could not be determined. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to advance the smart coil out of the tip of its introducer sheath and into the hub of the non-penumbra microcatheter. Consequently, the pusher assembly of the smart coil became bent. Therefore, the smart coil was removed, and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.